Manufacturer narrative:
Other, other text: evaluation results: one level 1 hotline low flow system (hl-390) was returned for investigation in excellent condition. Following the visual inspection, he investigator filled the tank with water, plugged in the line cord, and turned on the power switch. The customer reported product problem (inadequate temperature) was confirmed during testing. The product problem occurred because of a defective heater. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The problem source of the reported product problem was attributed to a supplier issue. This was the root cause of the product problem . The defective hearer was replaced. Preventative maintenance was then performed. The device subsequently passed functional testing.

Event description:
It was reported that the level 1 hotline low flow system (hl-390) was not going over 21 degrees. The display temperature was not changing. No patient injury or complications were reported in relation to this event.